Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and an electric shock. There is evidence suggesting that the device delivered therapy due to a conducted atrial fibrillation (af) that was being inhibited in the ventricular tachycardia (vt) zone but the rate went above the programmed ventricular fibrillation (vf) rate of 200 bpm and therapy was given. Possible changes in programming were discussed. At other episode, the device gave quickconvert & shock for a possible rapid ventricular response (rvr). Caller wanted to know if raising therapy zones would prevent this therapy. Boston scientific technical services (ts) answered that raising rate cutoff would keep this rhythm in the monitor only vt zone. Patient's medication have also been adjusted. No adverse patient effects were reported.